Manufacturer narrative:
Date recorded by MFR: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer¿s investigation conclusion: the reported event of damage to the system monitor port was confirmed upon arrival of the returned unit at the (B)(4) service center. Visual inspection of the power module (serial number: (B)(4)) revealed that the ground pin of the port had been pushed in. The system booted up as intended despite the observed damage. The damaged component was replaced, and preventative maintenance was performed. The serviced and repaired power module was returned to the customer after passing all functional checkout procedures. The root cause of the reported event was unable to be conclusively determined via this analysis. Incidental finding: damaged battery clip. Review of the device history record for the power module, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer had a power module that had a damaged system monitor port and wanted to get it repaired.